Manufacturer narrative:
The delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). Please be informed that this information is collected via the (B)(6) registry. This prospective, multicenter registry captures implant and follow up data of patients with severe and symptomatic bicuspid aortic valve stenosis. Medtronic is not the owner of the data and does not have access to information that has not entered into the (B)(6) registry database. If additional information is received, it will be provided in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the (B)(6) registry that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid aortic valve, a vascular complication, ventricular septal perforation, and acute kidney injury were noted. One day post valve implant a pulmonary embolism was identified. Seven days post implant an unspecified cardiac intervention was performed. Eight days post implant an unspecified open chest surgical intervention was performed and bleeding occurred. Seventeen days post implant, a cardiac tamponade was noted. No additional adverse patient effects were reported. No further information was provided.